Event description:
Medtronic received information that during use of the fusion oxygenator during cardiopulmonary bypass and extracorporeal life support for a patient with aortic dissection, blood oozing was found during the transfer of the oxygenator and the amount of water seepage was large and gradually increased. The leak was noted from the bottom of the oxygenator, where blood leaked from the inner membrane in the bottom position of the oxygenator. The customer replaced the oxygenator with a new oxygenator. After the replacement, there was no blood oozing. The operation process went smoothly, and the patient returned to the ward after the operation without serious injury. The patient status was requested but it was reported as unknown. Additional information - it was asked but unknown if the leak was observed prior to use. - the amount of blood lost due to leak was asked for but is unknown. - the patient did not require a transfusion as a result of the blood lost from the leak.

Manufacturer narrative:
Conclusion: complaint confirmed for a leak around or within the device based on the image provided. A root cause of this occurrence cannot be determined without returned product; the device has been discarded by the customer. During the manufacturing process all devices are pressure decay leak tested; this validates the structural integrity of the product, including bonded joints, and potting. Any potential areas for blood leaks outside the device would have been detected through this test (with the exception of connection issues which are out of scope of this test). The device history record was reviewed; no abnormalities were documented during the manufacture of this product to indicate the product did not meet manufacturing specifications which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.